Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) levels from (B)(6) 24 to (B)(6) 24 where value displayed as 'high' on the continuous glucose monitor (cgm). On (B)(6) 24, the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) because of an elevated bg level. The customer also experienced diabetic ketoacidosis (dka) and reported that they fell, hit their head, and vomited because of the elevated bg level. The customer was treated with intravenous fluids of saline and insulin to address the elevated bg. There is no further information on when the customer was released from the ICU. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.